Event description:
It was reported that this single coil right ventricular (rv) lead exhibited high out-of-range shock impedance measurements after being connected to a new device during a routine device replacement. It was noted that shock impedances were within normal limits prior to the procedure. Despite repeated attempts to reconnect the lead, the measurements did not improve. Due to the duration of implant, the physician was unable to remove the chronic lead and elected to implant a new rv lead; the physician further noted evidence of insulation damage during the procedure. No adverse patient effects were reported.